Event description:
A customer reported a minimum fill notification with their insulin pump. While the specific blood glucose level at the time is unknown, it remained within the range of 54-500 mg/dl, indicating no adverse impact. Customer attempted to resolve the issue by reloading the original cartridge and then a new cartridge, but neither attempt was successful. Consequently, after escalated troubleshooting, the pump was deemed unrepairable, and the customer reverted to multiple daily injections for insulin therapy. A replacement pump was arranged along with instructions for returning the defective unit.